Manufacturer narrative:
Initial and final (B)(4) -MDR - device 7 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2025. The blood glucose level was high, and treatment administered included a correction bolus via pump and a correction injection via multiple daily insulin injections. The patient replaced the infusion set and successfully resumed insulin deliveries. The infusion set had been in use for one to two days. The issue occured with total seven infusion sets. No further information available.